Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during wound check the right ventricular (rv) lead was found dislodged. The rv lead exhibited high pacing thresholds. An x-ray was performed, but it was difficult to determine how much it had moved. Physician suspected micro-dislodgment. The cause was not determined. A surgical procedure took place in order to reposition the rv lead. It remains in service. No additional adverse patient effects were reported.